Event description:
It was reported that during a low anterior resection procedure, some of the staples did not form correctly. Sutures were used to close the leak. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.